Event description:
The home pt (hp) reported experiencing an electrical-type shock while using the homechoice cycler for apd therapy. The hp reported that during therapy they touched their "sound" machine, which makes soothing sounds to assist sleeping at night. According to the hp, they had been touching the homechoice cycler at the time that they turned up the "sound" machine's volume. The hp relates that when they touched their sound machine they felt an electrical-type shock in their hand that as touching the sound machine. The hp relates that they did not feel any shock from the homechoice cycler and continued therapy to completion using the homechoice cycler with no difficulties. The hp relates that there was no pt injury or medical interventio as a result of this incident.